Event description:
A trilogy 100 ventilator device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device failed a test step for low oxygen flow during testing, and the foam degradation was observed. The device's active exhalation control module was replaced to address the issue. Additionally, blower was added due to contamination with foam, micron filter upgraded, missing rubber feet. Handle is cracked, front case and rear case is damaged, software was updated.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.